Event description:
Patient reported receiving altitude alarms while staying at the same altitude, but the alarm ceased after the cartridge was replaced. There was no adverse impact to the customer's blood glucose level. Family did not request contact and did not seek further support at the time.